Manufacturer narrative:
The baxter technician found the siderail bolts needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Plug the bed into a power outlet. Make sure all functions on the caregiver control panel operate correctly. Repair or replace the siderail if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the siderail bolts to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the centrella med-surg siderail fell off while moving it. The bed was located at the account. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.